Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed caller that the pump reset its microprocessor as a built-in safety feature, explained the steps required after such a reset, including manual restart of cgm sessions and cartridge reloading, and caller acknowledged understanding of this process.